Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4). Analysis of the pump identified a motor gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaft -bearing.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal clonidine 200.0 mcg/ml; 70.94 mcg/day, fentanyl 8750 mcg/ml; 3103.7 mcg/day, ziconotide 32 mcg/ml; 11.351 mcg/day via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. The event date was (B)(6) 2015. The pump was replaced. There was no device issue and the patient did not experience symptoms. No diagnostics/troubleshooting were performed. The patient status was alive; no injury.